Event description:
It was reported to boston scientific corporation in 2009, that an ultraflex covered ng esophageal stent was used during a procedure performed on the same day, according to the complainant, during stent placement, the suture would not release the stent resulting in partial deployment of the stent. The proximal end of the stent failed to open. The physician removed the partially opened stent, which triggered the removal of two previously implanted stents. The procedure was rescheduled at which time another stent was placed successfully.

Manufacturer narrative:
The device has been received by this manufacturer, however, the investigation has not yet been performed. Upon completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.